Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave blood glucose result within normal range at a time when the customer had symptoms of hyperglycemia. At 8:30 am, the customer had symptoms of nausea. Customer did not pass out. Customer does not remember the value of the reading. Customer took novolog insulin based on reading but does not know the dosage. Customer became incoherent at 8:35 am. Father took customer to va hospital due to symptoms. Customer was incapable of self-treatment . Upon arrival at hospital, customer's system read 102 mg/dl (10:30 am) and professional meter 243 mg/dl (10:30 am) within 10 minutes. Customer has received treatment for diabetes at hospital but dosage/type of insulin not known. Customer was projected to be at hospital for 2 more days at the time of the call. Reporter believes high blood sugar was caused by improper dosing of insulin due incorrect readings on meter. Customer concluded the meter reading was too low so customer did not take enough insulin which resulted in high blood sugar. Strips are not available for return.